Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on the rv lead. The lead was capped and replaced on (B)(6) 2016. Patient was in stable condition prior, during and post procedure.